Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the water filter clogged due to temporary deterioration in water quality used at the user facility and the water supply time became longer than usual. However, since the device was not returned for evaluation, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the internal water filter was clogged, the customer thought they had ordered the wrong filter but it was confirmed that it was the correct one. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The report is related to MFR (B)(4). The report is the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.